Event description:
(B)(4). Extreme pain l ovary area, felt like labor. After months of pain, and test, it has been determined it is the essure device. Possible symptoms for years, with increase bleeding that lead to an ablation. Now facing a hysterectomy.